Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula got stuck in the body when not inserted properly. The blood glucose reading was 135 mg/dl. The sensor was not returned for analysis.